Event description:
July 9th contacted by the oncology ambulatory services. They have had an increase in thromboses over the last 6 months. They have checked that the procedures including materials are the same. The only things they could come up to that could have changed are the catheter material or the drugs given.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.